Event description:
This MDR is being filed as exposed material. It was reported that patient experienced exposed material of urethral bulking implant material following the 2nd treatment in 2006. Patient returned with continued incontinence and dysuria the following month. Via cystoscopy, the "exposed urethral foreign body" was removed. Current status of patient is described as incontinent. No additional information or complications have been reported.

Manufacturer narrative:
The lot number is unknown therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forcepts to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. 1214 and 1750 = `l'. Baseline report previously provided.